Event description:
Ventilator was set to deliver 12 breaths a minute, but was delivering 33 breaths per minutes. Pt developed atrial fibrillation which resolved within 24 hours. Pt also became alkalotic due to the rate of respirations. The alkalosis resolved quickly once the ventilator was charged out.